Event description:
It was reported that during implant, the delivery catheter was inserted and bumped the right bundle branch causing complete heart block. The right atrial (ra) lead was positioned into the right ventricle for temporary pacing. It was noted that the patient¿s blood pressure dropped, and the patient had hypotension during the procedure. The patient was given intravenous (IV) fluid bolus, and the external pacing rate was increased to 70 beats per minute. Blood gases were drawn and showed a low potential of hydrogen (ph). The patient was intubated, and a right femoral artery line was placed. It was also reported that the delivery catheter was replaced due to right ventricular (rv) lead dislodgement after slitting. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the hypotension was potentially related to anesthesia.